Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 168-460mg/dl; an infusion set change was performed and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site as they had changed it numerous times due to the occlusions. Reportedly, the customer had been using the same cartridge during the 4 days the occlusions were occurring. The customer changed their infusion set site and no additional occlusion alarms were received.